Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to inspiration block - inspiration valve nt, most likely intermittent leaking in inspiration valve nt. Replaced inspiration block, performed verification test and the issue resolved. All test passed to its specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The unit log file was sent to biomed for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having alarm 401- inspiration valve or device leaky after start up. Furthermore, there was no patient associated with the event.